Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed, acoustic lens is peeling issue could not be determined. However, the issue was likely, the result of physical stress, due to repetitive use and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found missing piece, chip, parts fell on probe unit. Other findings were: due to wear of forceps elevator lever, upward/downward angulation control knob cannot be locked securely, air/water cylinder has discoloration, suction cylinder has discoloration, grip has discoloration, scope cover has discoloration, scope body has discoloration, switch box has discoloration, right/left knob has discoloration, upward/downward angulation control knob has discoloration, due to a pinhole on channel tube, water tightness is lost, due to peeling of acoustic lens, displayed ultrasound image is defective, adhesive around objective lens has a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the grastrovideoscope had a faulty image. The issue was found during inspection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: missing piece/parts fell on probe unit, and the acoustic lens is peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.